Manufacturer narrative:
The attending physician is alleging the tif procedure caused or contributed to the adverse event, however there is no allegation of an esophyx device malfunction causing or contributing the adverse event. No additional information regarding how the tif procedure caused or contributed to the adverse event has been provided. A follow-up report will be submitted if additional information is provided.

Event description:
A patient was admitted to the hospital the day after a tif procedure. The attending physician stated: "[the] patient was found to have pneumoperitoneum, pneumothorax, and plural effusion tracking to the esophagus resulting in prolonged hospitalization and requiring left vats and decortication, pleurx catheter insertion, and then developed bilateral pulmonary emboli." The patient was subsequently discharged on an unknown date.